Event description:
Additional information was received from a manufacturer representative (rep) reporting that about a year ago the patient¿s stimulation was turning off but the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the therapy was turning on and off by itself. The therapy randomly turns off by itself. Sometimes it will also turn back on by itself, and sometimes he has to turn it on using the patient programmer. The patient also noted that it will also ramp up by itself and then go back down on its own. This happens at random times and in random positions. This has gotten worse over the past two months and does not correlate to any previous programming sessions. The patient had last been reprogrammed in (B)(6) 2016 and the patient does not adjust programming on his own. The manufacturer representative checked impedances, and all were normal. The manufacturer representative set up another program without adaptivestim. After the other program was set up, the patient walked around to see if it helped, and it did not happen. Additionally, starting over the past two months, the patient noted that he was charging too often. Previously, he could charge in an hour; however, now it takes 6-7 hours every week. The patient stated that the implantable neurostimulator is running out quicker and takes longer to charge. This does not correlate to a programming change. The manufacturer representative was waiting to see if adding the program without the adaptivestim will affect the recharge frequency. There were no further complications reported.